Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator displayed "poor pad contact" and failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The one-step electrodes with the packaging unopened were received at zoll medical corporation for evaluation. The customer's report was duplicated and attributed to the disconnection of self-test wire with the two electrodes. The electrodes were replaced and scrapped. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis of reports of this type has not identified an increase in trend.